Event description:
Patient developed decreasing r wave values over the last several months. This lead was capped and replaced with a competitive lead.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.